Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the parent via web self-service that the pediatric patient experienced unspecified symptoms of hyperglycemia. At an unspecified moment during the episode, the cgm was reading 109 mg/dl and the blood glucose reading was 532 mg/dl. Of note, the patient uses an omnipod 5 insulin pump. The parent drove the patient to the ER. There, tests were run and the ER doctor treated him with IV, medicines, and humalog insulin. The patient spent 6 hours in the ER being treated. At the time of the report, the same day, the patient was stable and being monitored. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.